Event description:
The device was explanted and returned. Through analysis it was determined that the device had a power on reset. No patient complications were reported as a result of this event.

Manufacturer narrative:
(B)(4). Device analysis: the device was returned and analyzed. The device had experienced a power on reset which resulted in clearing the memory. Analysis determined the device had normal battery depletion and met expected longevity.